Event description:
The customer reported an overflow from the electrolytes injection cup (eic) of the unicel dxc 800 synchron system after performing maintenance. The customer checked for clots and pinched tubing but none were found. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed a pinched vacuum tubing. The fse resolved the issue by rerouting vacuum tubing #15 which was pinched when the ion-selective electrode (ise) compartment was lowered. The fse stated that the vacuum tubing may have been improperly routed by an fse during a preventative maintenance (pm) procedure which was performed prior to the event. Beckman coulter's service manual has been revised to include a statement directing fses to verify tubing #15 is properly connected, routed, and no pinching or crimping is present. (B)(4).